Event description:
It was reported that the ptfe pad of 2 devices of tb-0535fc was separated during a pancreatectomy. The user found that the ptfe pads were separated when the unknown error occurred. The procedure was completed with another thunderbeat device. There was no patient injury reported. This report is regarding 1 of 2 devices.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the pfte pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. See scanned page. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00167.